Event description:
A hospital reported to our distributor that the y-piece connector of an rt106 adult inspiratory heated breathing circuit was missing the pressure port. No patient consequence was reported.

Manufacturer narrative:
The rt106 breathing circuit has not been returned to the manufacturer for investigation. An analysis has therefore been carried out based on the event description and previous analyses of similar complaints. Results: the event description states that an incorrect y-piece connector, one without a pressure port, has been packed with this breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: operator error has most likely resulted in an incorrect component having been packed into the breathing circuit kit. This is most likely due to a fault in the line clearance process. A CAPA was implemented and new standard operating procedures put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighted to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. Our monitoring and trending of missing/wrong components in breathing circuit kits has a rate for the last year.